Event description:
It was reported that the patient's implantable pulse generator (IPG) was shocking the patient while turning on and when device optimization was performed.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware of the event.